Event description:
It was reported patient's ipg became inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
Corrected data: b1 and h1.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.